Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope had exhibited a foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to field d9, as well as an update to field g3 to aug 7, 2024 for events two and three, that were discovered upon further device inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device was returned to olympus for inspection, and additional events were found, in addition to the first event where foreign material was found inside the light guide lens. The new events were; foreign material was found adhered to the forceps elevator, and there was an adhesive gap between the distal end and the server plug-in. Based on the results of the investigation, olympus confirmed foreign material came out of the device for the first event, but the type of the material or root cause could not be identified. Olympus presumed that humidity invaded the light guide lens, which led to corrosion. This is likely to have occurred by applied physical stress to the distal end such as hitting and dropping, and/or the light guide lens glue peeled off, due to chemical stress such as chemical solutions being used on the device. Based on the results of the investigation, olympus confirmed foreign material came out of the device for the second event, but the type of the material or root cause could not be identified. Olympus presumed that the forceps elevator was invaded by humidity, then corroded, as the distal end glue was peeled off when either physical stress was applied by hitting/dropping the distal end, and/or chemical stress by chemical solutions being applied to the distal end. Based on the results of the investigation, olympus confirmed the third event, but the root cause could not be identified. Olympus presumed that most likely the event occurred when physical stress was applied to the device by hitting/dropping distal end. The first event can be detected by following the instructions for use which state: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. The second and third events can be reduced/prevented by following the instructions for use which state: important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.